Event description:
It was reported by the customer that the siderail would not lock in the up position due to being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which concluded the siderail would not lock due to being bent.

Event description:
It was reported by the customer that the siderail was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.